Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after a flow diverter, neuro interventional procedure. The arteriotomy was 6fr. The suture came out of the proglide device while removing the plunger. The proglide device was removed and hemostasis was accomplished with manual arterial compression. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although the reported suture deployment failure could not be replicated in a testing environment, the observed undisturbed posterior needle tip indicates a cuff miss occurred which would likely result in a suture retrieval issue, thus the reported complaint is confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device was deployed at an angle greater than 45 degrees and/or device position was not stabilized which led to a needle deflection during plunger deployment resulting in the observed cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.